Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: only the stent was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as only the stent was returned dislodged. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or label.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery via radial access. A 3.5 x 18 mm xience alpine stent delivery system was being advanced to the lesion when there was resistance with the anatomy. As the device was being removed there was resistance with the guideliner and the stent implant dislodged. The stent was removed with a snare device through the wrist. A new access site was made at the groin and a 3.5 x 16 mm non-abbott stent was successfully implanted to complete the procedure. There was a clinically significant delay in the procedure due to the snaring of the stent and having to obtain a new access site. There was no adverse patient sequela reported. No additional information was provided.